Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that heater line of an amia automated pd cycler set disconnected from the cassette. This occurred during training of peritoneal dialysis therapy. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing was separated from the cassette port. There was evidence on the tubing to indicate the tubing was positioned on the cassette port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.